Event description:
In (B)(6) 2010, the patient began peritoneal dialysis (pd) treatment. On (B)(6) 2010, the patient was diagnosed with peritonitis. Effluent culture was negative for growth. The patient was not hospitalized for the event. The patient was treated with reflin, 250mg, three times/day intraperitoneal (ip) and fortum, 250mg, three times/day ip. Pd therapy was ongoing. Event outcome was unknown. Concomitant medications were not reported. The reporter did not provide an opinion of causality.

Manufacturer narrative:
(B)(4). Baxter has received similar reports for the reported problem. The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the emdr as the product code and lot number are unknown.